Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: silicic acid was detected in dirt on lg-lens. We consider that the silicic acid may have come from chemicals such as anti-foaming agents or tap water. In addition, fluorine, phosphorus, calcium, and other components were also detected, and we consider that these may have been contained in chemicals, but the route of contamination could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign material that adhered to the light guide lens. There was no patient involvement.